Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's g5 mobile application display screen became frozen. No additional event or patient information is available.